Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Cec adjudicated that the patient suffered mi (target vessel) and slow flow in the 1st diagonal during procedure.